Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3387s-40, lot# v865889, product type: lead; product ID 37085-60, serial# (B)(4), product type: extension. All codes apply to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that during the procedure they used the 0-3 and found there were still shorts present. They opened the lead/extension connection and connected the lead to the 8-11 extension. Caller reported that the lead was visibly crimped and that was why they tried the other extension. The other extension was capped with no lead on it. The 8-11 provided good impedances and they closed. Post op the caller asked why the 0-3 extension was showing impedances within range (1800-2200's). Reviewed possible fluid in the extension. Caller reported when using the 8-11 port for programming the patient was getting the "surge" when the ins was turned on. They would continue to attempt programming and leave 0-3 off. There were no further complications reported.

Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot#: v865889, implanted: (B)(6) 2012 , product type: lead, product ID: 37085-60, serial#: (B)(4), product type : extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) . The rep reported that the short circuit was determined to have been caused by a bad connection at the connector block junction. The lead was disconnected from the connector block and reinserted. Electrode impedances were taken and found to be in normal range both intra-operative and post- operative. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative (rep) regarding a patient who was im planted with an implantable neuro stimulator (ins) movement disorders. It was reported that the patient's ins had end of service (eos) on it, but the voltage was at 2.96volts. Impedance check showed: c0- 512 ohms c1-512 ohms c2-512 ohms c3-769 ohms 01-32 02-33 03-899 12-33 13-901 23-901 ohms patient was programmed on 0+ 1- 3- the fact that the ins had a short and it drained the battery quickly , reaching eos was discussed with the rep, but now that the therapy was not being delivered, the ins battery bounced back up. Patient did not report any trauma/fall. The rep stated that the patient reported feeling stimulation at the pocket site/shoulder when implant is turned on. The potential for extension/lead connection issue was discussed given that the patient had sensation at implant site, but ultimately testing would determine the site of the short circuit during revision. The rep was redirected to follow up with the health care professional (hcp) for the short circuit. No further patient complications were reported/ anticipated as a result of this event.